Event description:
The chair will automatically on its own go into high speed and take off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.